Event description:
A pt with preassembled vortex port a cath in place since 2004. Pt began to experience pain with line flush. Cxr revealed left central venous port tubing had become disconnected from the port - tubing projected deep into the right atrium - removal of port & catheter - required surgical removal of port & cardiac catheterization to remove catheter.